Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient stated the stimulator was pushing out. The patient said they noticed it about two months ago. Today they are going to the doctor and they wanted to let the manufacturer company  know about the issue. Patient services asked if it (stimulator) had broken through the skin and the caller said no, but stated it was "close to the skin." The patient reported that they couldn't sit on their behind and that they had to sit sideways. The patient was redirected to their healthcare provider to further address the issue at their appointment that day. No further complications were reported at this time.